Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿previous ones became faulty" "felt stiffer," "smooth and milky white on outside" and "split occurred but was contained in the left implant." Device has been explanted.